Manufacturer narrative:
The ruptured tubing was not available for eval. One un-used pack from the same catalog and lot number was pulled from inventory for analysis. In addition, another sample of tubing was pulled from laboratory supply. Both pieces of tubing were subjected to life testing in a roller pump set properly for occlusion. Both pieces of tubing well exceeded the rated time of use. It would appear that the incident was caused by the loose inlet gate on the pump that was not secured by the perfusionist. No further action is deemed necessary.

Event description:
The perfusionist reported that the tubing in the arterial pump raceway ruptured. It was stated that the inlet tubing gate was not properly secured and that the tubing creeped with the rotation of the pump, bunched up and tore. There was no report of pt injury.